Manufacturer narrative:
Product was not returned. A DHR review of the associated kit lot number (k07a110812214m5) were completed, and 0 discrepancies were found. A review of existing capas, scars and ncmrs were completed and there are no prior records related to false positive failure mode for this lot. Sample vial lot dhrs reviewed: 2111153, 2111155, 2111123, 2110274, 2111261 (associated internal lot #s rdl519, 210762-2im, rdl517, rdl520, rdl518, rdl510, rdl471, 210762-2gt) . Test lot dhrs reviewed : 2111224, 2111376 , 2111294, 2111197, 2111210, 2111274, 2111173, 2111211, 2111292, 2111273 (associated internal lot #s 210762-17i, 210762-21c, 210762-18n, 210762-16p, 210762-16w, 210762-18k, 210762-15z, 210762-17e, 210762-18z, 210762-19a, 210762-18r, 210762-18w, 210762-19b, 210762-18l, 210762-18m, 210762-17b, 210762-18v, 210762-16q). Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having a false positive result. Complainant performed two additional antigen self-test with negative results.